Event description:
A report was received that a patient's precision system was explanted. The physician did not have any information regarding the patient's implant. No further information is available.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were most likely kept by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.